Event description:
It was reported there was an inflammatory mass. It was initially reported that the patient "came from other site" for a pump replacement due to normal pump end of life (eol). A pre-operative dye study was completed, and the healthcare provider (hcp) was unable to aspirate, so the procedure was terminated and an MRI was ordered. The MRI discovered a large inflammatory mass (im). As of (B)(6) 2012 the patient remained asymptomatic. The hcp wasted to give the granuloma time to shrink before performing the surgery to replace both the pump and the catheter. The hcp planned to start turning down the pump until the patient was at a minimum rate and then place saline in the pump. When the granuloma shrinks to an acceptable size the surgery will be performed; no surgical date had been determined yet. At time of the im discovery, the patient had morphine 50 mg/ml at 10 mg/day in the pump along with bupivacaine. The concentration and dose of bupivacaine was not known to the reporter. The hcp removed all meds from the pump and refilled the pump with only a morphine 15 mg/ml concentration. Bupivacaine was not put back into the pump. No other information had been reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j0056605r, implanted: (B)(6) 2000, product type catheter.